Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer experienced a hypoglycemia with a low blood glucose level of around 54 mg/dl. The customer also reported events with multiple low blood glucose level where the pump alarmed they had low sugar levels but actually were not low. The customer's other blood glucose levels ranged from 94 mg/dl to 235 mg/dl. They treated low blood glucose levels with pop tarts and gatorade. The customer declined troubleshooting for low blood glucose level. It was unknown if the insulin pump was in auto mode at the time of incident. No further complications were reported by the customer. The insulin pump will not be returned for analysis.